Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2016 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 3 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, scar tissue and mesh deformation thereby underwent repair with removal of mesh. Per op notes, "crumbled free floating mesh plug inside the internal ring." The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2016 - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿the sac was identified, freed from the spermatic cord and vessel. The hernia sac was opened, the perfix plug (device #1) was used and anchored at internal ring using suture. The direct hernia was identified and the onlay patch (device #1) was placed and secured using suture.¿ (B)(6) 2016 - during visit patient was diagnosed with right inguinal hernia. (B)(6) 2016 - patient was diagnosed with recurrent right indirect inguinal hernia thereby underwent laparoscopic repair with the removal of perfix plug (device #1) and implant of 3dmax mesh (device #2). Per operative notes, ¿there was old scarred down and crumbled free floating mesh plug inside of the internal ring which densely adherent was dissected away from surrounding structures. The peritoneum was stuck to the cord and there was a loop of bowel densely stuck to the perfix plug (device #1) was chipped off. The rest of the adhesions were lysed, the perfix plug (device #1) was removed. A long hole in the peritoneum from where the plug had been was closed. Then a large 3dmax mesh (device #2) was placed into the preperitoneal space which spread out to cover and reinforce the entire right hemipelvis. The mesh laid flat against the anterior abdominal wall." Attorney alleged that the patient had adhesions, mesh migration, mesh shrinkage, pain and right inguinal hernia recurrence. It is also alleged that the mesh plug did not incorporate and failed to repair the hernia defect; mesh plug was scarred down, crumbled, free floating just inside the internal ring, loop of small bowel densely stuck to the mesh plug and 4 cm long hole in the peritoneum from where the mesh plug has been.